Event description:
It was reported that during central processing the 8mm long bipolar grasper instrument was observed to have a frayed cable. The device was not used on the patient. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm long bipolar grasper instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.